Event description:
It was reported that during a right vats procedure, on the second firing of the device it stuck on the lung. They could not open the device. It had to be cut off. Once off, it was noticed that the cartridge had lifted out of the cradle of the jaws. Another stapler was used to staple the tissue that had be previous cut to remove the device. The procedure was completed without any impact to the patient. The device is being held in risk management.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. The medical student fired the device when it got stuck. The student had never seen the stapler or fired. Did not listen to directions. The scrub tech ( brand new ) loaded the stapler incorrect. Did not listen to directions, his mentor gave incorrect directions as to how to load the stapler . Additional information has been requested, a supplemental report will be sent upon receipt of further detail.